Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.

Event description:
A customer contacted global technical services (gts) reporting an alarm during dwell 6 of 6on the home choice (hc) and to fix the alarm, the home patient (hp) took the heater bag off and replaced it with a full bag. The technical service representative (tsr) explained why he should not do that and assisted the hp in ending therapy. The hp was to finish with manual exchange. The hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - reuse of single-use product issue is confirmed because it was reported during trouble of an alarm situation check supply line, customer switched the heater solution bag only, which is a use error/poor aseptic technique. A labeling review found the labeling to be adequate for the use/user error identified in this incident.